Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer stated the other blood glucose value was 300 mg/dl, 66 mg/dl, 248 mg/dl. Customer treated with a manual injection. Troubleshooting was performed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.